Event description:
Reported event of pouch dilation 12 cases from journal article: "laparoscopic sleeve gastrectomy as a revisional procedure for failed laparoscopic gastric banding with a "2-step approach": a multicenter study", surgery for obesity and related diseases: official journal of the american society for bariatric surgery, (2013 nov 11). Electronic publication date: 11 nov 2013. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number and/or implant date was given. Allergan has not received the product as this time. Therefore no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Pouch dilation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.